Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was unable to perform a complete investigation of the alleged complaint. The pump had fluid ingress, which damaged the pump to the point that it was unable to be turned on. This was repaired and the pump returned.

Event description:
The initial reporter stated that the pump was not alarming when they tested the no flow out alarm. The initial reporter did also state that this occurred during testing and that there was no impact to a patient. (B)(4).